Event description:
The customer called for assistance with setting the basal rates. While the customer was assisted, pt informed that their bgs were low. Advised the customer to treat bgs. The customer refused to drink orange juice and drank milk. The bgs were lower. Then the customer's spouse walked in and was aware of the situation. The customer's spouse placed down the phone with no response. Later the customer came back to the phone and hung up. The paramedics were called out and took the situation under control.